Event description:
It was reported that during implant, the physician was unable to position the left ventricular (lv) lead in a stable location. The lv lead was withdrawn and a different lead model was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).